Event description:
Rptr responded to a person described as unconscious, not breathing and unresponsive. An AED was called for and connected to the pt with disposable defibrillation/ECG electrodes. According to the reporter, the device went through 4 cycles of analysis and each time advised a shock and charged, but it would not deliver energy when the shock button was pressed. The reporter also stated the responders observed that the wrench icon service indicator was displayed during the use. Pt outcome is unk but there were no reports of any adverse affects as a result of the device use.